Event description:
The customer's mother reported via phone that the customer's insulin pump alarmed no delivery. The customer's blood glucose was 263 mg/dl. It was found that there was a closed circle on the screen of the insulin pump. The customer was unable to perform troubleshooting because, the alarm had already been resolved by a complete set change. The customer was advised to call back if the alarm recurred in order to troubleshoot the issue. The customer did not return the product for analysis. The customer's mother stated that the customer would monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.